Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Atrial pacing resulting in inappropriate mode switches was noted. Strips were send for review. No programming changes were made at the time. The patient was stable and will continue to be monitored.